Manufacturer narrative:
PMA / 510k status: preamendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, during an inspection of hospital product storage, cardboard-like foreign matter was discovered to have been sealed in the package of the tornado platinum embolization microcoil. This issue was discovered prior to patient contact of any kind; accordingly, no patient adverse events resulted from the product problem. The device is reportedly available for return, but as of the date of this report, no device has yet been received for evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, specifications, quality control data, and visual inspection of unused product was conducted during the investigation. Visual examination of the returned product confirmed foreign matter to be within the outer pouch. The foreign matter was moveable within the outer pouch and was brown in appearance. No visual damage was observed aside from the piece of foreign matter. A document-based investigation evaluation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided and visual inspection of the returned device, the root cause is manufacturing related, foreign matter. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required.